Event description:
A (B)(6) female patient contacted zoll customer support to report that his response buttons are not working. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (inoperable response buttons) has been confirmed. Upon evaluation the rear response button was non-functional. The cause for the non-functional response button was a disconnected cable. The cause for the disconnected cable cannot be positively determined. No adverse event resulted from the defective response button. The patient was issued a replacement monitor.